Manufacturer narrative:
The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the pump had stopped working and the blood glucose value was 500 mg/dl at the time of the event. The current blood glucose value was 172 mg/dl. The doctor informed to the customer that the pump had not delivered the insulin as required. The customer was admitted to the hospital due to diabetic ketoacidosis and tested for ketones, results were positive, and stayed for 30 days and the blood glucose value was 500 mg/dl. The customer experienced passed-out symptoms, was knocked out cold during the hospital stay, and also with kidney failure and was treated at the hospital on IV insulin drip (intravenous insulin infusion). Troubleshooting was performed and it was unknown whether the customer used the insulin pump system within 48 hours of the reported high blood glucose event or not; however, the auto mode/smart guard feature was active at the time of the high blood glucose event. No further patient complications were reported. The customer discontinued using the device and the device will be returned for analysis.